Event description:
During a hip fracture procedure, the dhs coupling screw was inserted into the lag screw and hand-tightened only. When the surgeon tried to remove the coupling screw it would not turn. The surgeon had to use pliers to remove the screw. The compression screw would then not fit into the same hole that the coupling screw had been in. The surgeon then noticed the threads of the coupling screw had broken off into the lag screw. The thread pieces remain in the lag screw.

Manufacturer narrative:
The threaded tip of the instrument has sheared off mid thread. The broken tip was not returned for eval. All features related to this complaint that could be measured during this eval meet specifications. All features related to this complaint could be verified during this eval due to damage. The t1 thread could not be verified because the threaded portion sheared mid thread preventing accurate measurement. Mfg records were reviewed and no nonconformances related to this complaint were found.